Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device has small amount of smoke coming out from the back inlet/outlet port with a burning smell. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. External and internal inspection of the device and observed the following: note any error codes found on the device: - e-30, e-203, e-15. Note firmware version as found on the device: - v1.0.4.3830. The pca need to be replaced? - yes note additional failures observed: - burnt pca, damaged ui bezel touch screen not working. Note why parts to be replaced: - scrap per deviation (B)(4).